Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of an error message displaying on the system monitor could not be confirmed through this evaluation. Event details indicated the system monitor displayed ¿system controller ram error¿ message. The information indicated the system controller was operating with no alarms. The message on the system monitor was resolved after power was cycled on the device. Additional information communicated that the reported issue was with the system monitor and not a system controller error. Further information provided stated the serial number was unavailable and no further issue was reported. The system monitor (serial # unavailable) is not returning. A root cause of the error message on the system monitor was unable to be determined through this analysis. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. Serial number of the system monitor was unavailable, and the device history record was not reviewed. Heartmate (hm) ii instructions for use (IFU), hm3 IFU, has details on the proper use of the system monitor. If the system monitor does not function properly, contact the company's technical service department for assistance. Under section 4 ¿system monitor¿ of both manual, describes the functions and proper use of the device. Under section f ¿safety checklists¿, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the staff noticed a ¿system controller ram error¿ on the system monitor. The pump was running, there were no alarms, and the message disappeared after a system monitor reboot.